Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) placed the valve too high on the first two partial deployments. The valve was recaptured and implanted on the third deployment. Paresthesia of the left part of the face and tongue was identified associated with swelling. A neurological exam was performed and neuroimaging showed no tissue injury. Numbness was present and the event was diagnosed as a possible minor stroke. The symptoms persisted for two days. Medical therapy with acetylsalicylic acid was continued and hypolipidemic treatment was prescribed for three months. Three days following the valve implant, computed tomography (CT) imaging showed multiple ischemic event areas with no new areas of ischemic bleeding. The following day, CT was performed and showed the prior ischemic areas were stabilized. The event was diagnosed as a probable minor stroke. Four days following onset, the stroke was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.